Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown if new screws were used when new plate was utilized. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of each of the following device(s) was received: olecranon plate (part # 02.107.202 / lot # 7838070), 2.7mm metaphyseal screw (part #: 02.118.528), 2.7mm metaphyseal screw (part #: 02.118.536), 2.7mm va locking screw (part #: 02.211.020), 2.7mm va locking screw (part #: 02.211.030) - qty: 2, 2.7mm va locking screw (part #: 02.211.034) - qty: 2, 2.7mm va locking screw (part #: 02.211.040) - qty: 2, 2.7mm va locking screw (part #: 02.211.046), 2.7mm va locking screw (part #: 02.211.060), 3.5mm cortex screw (part #: 204.028). The returned devices are all intact, but show signs of attempted insertion. Numerous locking holes on the plate have been stripped and will not lock to the screws. The locking threads on the screws have been damaged and stripped as well. Although the exact cause cannot be determined, not using a torque limiter is the most likely cause of the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Although the exact cause cannot be determined, not using a torque limiter is the most likely cause of the complaint condition, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that variable angle locking compression plate (lcp) holes seemed to be stripped. The screws utilized would not hold in the plate. Switching the plate caused a 20 minute delay in the procedure. The surgeon used another plate and did not have any problems continuing the surgery and the surgery was successfully completed. This is report 5 of 11 (B)(4).